Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G4: 510k unknown

Event description:
It was reported that the pump exhibited a system error 41622 and that the delivery rate was too low. The battery life was low and there was a running noise.there was no patient involvement and no patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. No error code was found in the event history log. Functional testing was able to replicate the reported issue; investigation found run time with 8.5 hours to low and motor running noise sounded stiff. The root cause was unknown. The actions to be taken were pending. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.